Event description:
A doctor alleged that a patient experienced discoloration of their gums after using tempspan transparent cement to cement a temporary crown.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided by the doctor. The doctor attempted to clean the patient's gum; however, he could not remove the discoloration. The patient's temporary crown was replaced. The product was not returned; therefore, retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.